Event description:
This event involved an unspecified spiros product where it was reported during an infusion, a 5ml syringe of azacitidine , the product flowed along the spiros during administration (drip on the syringe side). The needle was, however, well fixed. The patient did not receive the full dose (estimated loss of 0.2 or 0.3ml out of a total volume of 3.2ml). The leak was in contact with the patient on the skin of his thigh. The leak was cleaned-up as per facility protocol. The nurse was also exposed as the product flowed down the syringe. There was no harm reported. This is the second of two events.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received. E1 - telephone extension - 8007.

Manufacturer narrative:
A photo was returned showing a spiros connected to a 5ml syringe that were both inside a polybag. There was no evidence of leakage that was visible when evaluating the photo. An unidentified spiros was returned attached to a 5ml luer lock syringe. The needle that was mentioned in the complaint was not returned for evaluation. There was some evidence or fluid residual confirmed within the spiros body, but subsequent leak testing showed the spiros to be leak free and meet product performance expectations. The leakage within the spiros was confirmed, however, without return of the needle that was connected to the male luer end of the spiros a probable cause of the leakage cannot be determined. A device history record could not be conducted because no lot number(s) was/were identified. Additional information found in the following; d9, the sample for this complaint was received 7/3/2023 d10 concomitant product.